Event description:
During endoscopic sinus surgery, medtronic bur was catching inside of device when fired, not allowing it to spin at full rpms (revolutions per minute), and then it got stuck in hand piece. Another bur was opened and worked. No harm to patient.